Manufacturer narrative:
Patient's age and weight are unknown. The plcr75b reload was found to have some pusher damage. A CAPA investigation has been opened to address this issue. In addition a formed staple was found in the gears of plc75 (the concomitant device). This was due to the fact that the plc75 had not been properly cleaned per the IFU. The presence of a staple in this location may have contributed to the observed event.

Event description:
In a right-half colonic resection procedure, after a plcr75b reload had been fired via a plc75 stapler, it was noted that on one side of the transection some of the staples were not formed. Another device was used to staple the previously unstapled section.